Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. The insulin pump was received with minor scratched display window, cracked display window corners, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 221mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.